Manufacturer narrative:
This report was originally submitted via asr on report ID # (B)(4) in q2/2015 of the asr report submitted to the FDA on #e2011006, which was revoked on (B)(6) 2017. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Manufacturer report ID corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that this product was infected. This product was explanted. There were no additional adverse effects reported.